Event description:
It was reported that approximately 7 years and 10 months post implant, the patient was seen for bioprosthetic stenosis. The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve via transfemoral approach. Per medical record review, the patient had a baseline hemodynamics av mean gradient of 60.7mmhg. The implant was a success with no significant aortic regurgitation and no significant paravalvular leak (pvl), and a mean gradient of 5.9mmhg. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
Investigation is ongoing. Due to the age of the serial number, the UDI number is not available or manufacturing and expiration dates. Valve remains implanted.

Manufacturer narrative:
Update to h6, type of investigation, investigation findings and investigation conclusions. The valve remains implanted in patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Medical records were provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record (DHR) review nor is a lot history review is required. The complaint was confirmed from the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Review of the medical report revealed that patient has a medical history of chronic kidney disease and diabetes mellitus, which are well known risk factor of bioprosthetic valve stenosis or calcification. As such, available information suggests patient factors (chronic kidney disease and diabetes mellitus) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions not a product risk assessment (pra) are required .